Event description:
Distributor reported after a surgical procedure that two abdominal incisions made for instrument cannula appeared cauterized. No patient harm, adverse outcome or permanent injury was reported.